Manufacturer narrative:
Investigation summary: a few photos were shared by the customer, where an ICU medical set #12514-01 and unknown bd devices are observed, both are on a sealed package in additional photo a sealed item #12512-01, microclave is observed as well. However, no damage, anomalies or issues are observed. The complaint of leaks on item 12512-01 cannot be confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR reviewed of possible lots number #13701450 was performed and non-conformities were found that would have led to the reported condition on the complaint.

Event description:
An event involving a microclave¿ clear neutral connector experienced leakage. It was reported that there was leaking in IV's. There were 8 incidences occurred in the inpatient department of the facility within the past two weeks. There was patient involvement and unknown human harm. Report 4 of 8. Update: the reported issue involved difficulty in connecting or tightening the connectors of the device, which resulted in leaking from the ivs it was used with. Evidence of leaks was observed beneath the tagaderm sticker used to cover the IV and connector. Packaging is not routinely saved for IV starts and lot numbers are not routinely recorded for this supply type. There was no human harm and no delay in therapy.

Manufacturer narrative:
While the lot number is unknown a possible lot number is 13701450: manufacturing date: 11 jul 2023. Expiration date: 1 jul 2029 the device is not available for investigation. Upon completion of the investigation a supplemental MDR will be submitted.